Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient had a vena cava filter successfully deployed prior to an upcoming bariatric surgery. Approximately six weeks post filter placement, during scheduled filter retrieval, attempts were made to snare the filter; however, the filter could not be snared. The filter was tilted with the apex of the catheter up against the wall of the inferior vena cava. The decision was made to leave the filter in place. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. It was further alleged that the filter was unable to be retrieved during a percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient had a vena cava filter successfully deployed prior to an upcoming bariatric surgery. Approximately six weeks post filter placement, during scheduled filter retrieval, attempts were made to snare the filter; however, the filter could not be snared. The filter was tilted with the apex of the catheter up against the wall of the inferior vena cava. The decision was made to leave the filter in place. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six weeks post filter deployment, attempts were made to snare the inferior vena cava filter, however, the filter could not be snared. The apex of the catheter was up against the wall of the inferior vena cava. Therefore, based on the provided medical records, the investigation is confirmed for a tilted filter and retrieval difficulties resulting in the filter remaining implanted. Per the event details, the filter was implanted prior to/or in conjunction with gastric bypass surgery. Therefore, it is possible that the bypass surgery may have affected the integrity and stability of the filter. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. It is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. It was further alleged that the filter was unable to be retrieved during a percutaneous removal procedure. There was no reported patient injury.